Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during maintenance, a 980 ventilator became inoperable. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A line interface 2 printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection of the ret urned pcb showed that there was no flash drive returned. No errors were found in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated.